Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2013; 4965-35 lead implanted: (B)(6) 2008; pb1018 transcatheter valve implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial atrial lead exhibited rising and high threshold values. The lead was capped and replaced. No patient complications have been reported as a result of this event.